Manufacturer narrative:
(B)(4). Eval summary: factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during mfg, weak materials, excessively applied pressure, or interactions with accessory devices, pt anatomy, and/or lesion calcification or tortuosity. Return of the voyager nc catheter used in the procedure may have aided in the eval. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with other devices, or pt anatomy, such that the balloon ruptured upon the first inflation at 6 atm which is below the rated burst pressure (rbp) of 14 atm. A review of the product mfg records did not reveal any non-conforming material records associated with this lot and all lot release testing met mfg criteria. W/o the product to examine, a definitive cause for the reported balloon rupture cannot be determined. All dilatation catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported a bmw universal ii was crossed, and a voyager rx 3.0 x 15 was used to predilate, but it ruptured at 6 atmospheres (atm) at 10 seconds during the first inflation. The physician changed to a non-av balloon and the procedure was successfully completed. No patient effects were reported.